Event description:
It was reported that the device was completely dead and could not be programmed. Testing the device on the pacing system analyzer showed high capture thresholds. The old device was removed, and a new device was implanted and used to test the right ventricular (rv) shock lead impedance, which was high and out-of-range. Defibrillation threshold (dft) testing failed with the new device, with fault code 1005 appearing with every attempt, and the patient was externally defibrillated. The rv lead was surgically abandoned and the new device was extracted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted minor scratches on the case and header, but no other anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. A review of the device memory noted several fault codes. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the device was completely dead and could not be programmed. Testing the device on the pacing system analyzer showed high capture thresholds. The old device was removed, and a new device was implanted and used to test the right ventricular (rv) shock lead impedance, which was high and out-of-range. Defibrillation threshold (dft) testing failed with the new device, with fault code 1005 appearing with every attempt, and the patient was externally defibrillated. The rv lead was surgically abandoned and the new device was extracted. No additional adverse patient effects were reported.